Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the r wave of the right ventricular (rv) lead was dropped. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of r wave amp variation was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.